Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No stuck button alarm noted. Unit received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 7.8 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.